Event description:
It was reported that during testing the pin collet leaked. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Manufacturer narrative:
The device was not returned for evaluation. The product was not returned.

Event description:
It was reported that during testing the pin collet leaked. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Manufacturer narrative:
Evaluation will begin upon receipt of the device.